Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was displaying an error 2 message with multiple test strip vials (lot # 3248132, 3327395, 3323176). According to the ot ultralink owner's manual, an error 2 could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2012 in the evening. The patient reported using insulin pump therapy (unknown type) to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. However, less than a day later, the patient reported developing symptoms of "headache and stomach ache." It is unclear if the patient associates these symptoms with high or low blood glucose. The patient denied receiving any medical intervention for an acute complication of diabetes. The cca was unable to troubleshoot the alleged issue with the patient. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting. The 3500a report was added to the regulatory reports tab to document the submission date, please reference (B)(4) for the actual MDR submission related to this complaint.